Event description:
An endurant ii stent graft system was implanted for the treatment of a 5.6 cm in diameter abdominal aortic aneurysm. It was reported that due to the long neck and the irregular lumens in the aaa that the stent graft was being compressed just below flow divider. The physician then placed a 10x37 express ld balloon expandable stent in the stenotic area of the stent graft. No additional clinical sequelae were reported and the patient is now fine.

Manufacturer narrative:
(B)(4).